Event description:
The patient reported her ipg was becoming increasingly superficial, it was taking longer to charge. Follow-up indicated the ipg had protruded through the patient's skin and the physician had explanted the ipg. Cultures were taken at the ipg site, results are unknown at this time. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.